Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (2 grams, for 14 days and route was not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy were not reported. No additional information is available.